Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms catheter in two pieces. The balloon was loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. The hypotube was completely separated 22cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube and shaft kinks. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty.

Event description:
Reportable based on the device analysis completed on 11jun2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 20x4.50mm rebel stent was advanced but failed to pass through the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed hypotube detached/separated.